Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the downstream and upstream sensor seals were contaminated. The event history log confirmed a high-pressure alarm occurred. Functional testing was able to replicate the reported issue. The most probable cause was determined to be downstream sensor contamination. The downstream sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not alarm for ¿no disposable clamp tubing¿ when the cassette was removed and it had a double beeping. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event was reported.